Event description:
It was reported that the battery gauge was fluctuating. Additionally, it was reported that the customer "bolused too much" for food consumed, resulting in the customer's blood glucose (bg) level decreasing to 50 mg/dl. Customer consumed carbohydrates to address the bg and continued to use the pump for insulin therapy. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, no response was received from the customer.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.